Event description:
It was reported that during an unk procedure, the handpiece gave an error 3. The case was completed by using a new handpiece. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was received with nose cone cracked. The handpiece was tested on the generator with a test instrument and no error codes were displayed. During functional testing, phase margin was out of specification; however, this does not generate an error code. The instrument was disassembled to inspect internal components; a torn acoustic isolator and evidence of moisture ingress were found. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the moisture ingress affected hand piece functionality resulting in an error code 3.